Event description:
The pt had returned to the hosp via the emergency room five weeks post-op complaining of flu-like symptoms and chest pain. A CT scan was taken and an approximate 11 to 12 inches of a broken, jagged drain was found inside the pt's chest. The pt was taken back to surgery where the doctor removed the broken piece of drain. No further complications were reported.